Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the threads on the onetouch ultra soft lancing device is damaged/stripped. Reportedly, the damaged/stripped threads issue first occurred two months prior to contacting lfs. After the reported issue began, the patient reportedly had symptoms described as "cold sweats at night and not feeling well." At an unspecified time and date, the patient obtained a blood glucose test of "265 mg/dl" on an unknown /other meter. However, the patient did not take any action in regards to diabetes treatment and did not received any medical intervention because of the reported issue. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, foot intake, and physical activities. During troubleshooting, the customer care advocate verified that there was no product misuse. This complaint is being reported because, the patient claimed he had symptoms that were suggestive of hypoglycemia after the damage/stripped thread issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received it. If the lfs product is returned, lifescan will evaluated it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.